Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the purge filter is leaking. No harm done to the patient. No intervention. Pump running afterwards with normal motor current and purge flow.

Manufacturer narrative:
The investigation for the reported pump purge leak issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device confirmed a luer leak. The cause of the purge leak was sidearm filter damage. This report is being filed as part of a retrospective review of historical records.